Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The following was noted: stenosis of vein anastomosis of prosthesis a-v shunt. The lesion was non-tortuous, non-calcified, and de novo. The lesion morphology was tight concentric stenosis. The lesion was 8mm in diameter and 20mm long with 70% stenosis before treatment. After treatment, the stenosis was reported as 0%. In (B) (6) of 2006 the patient had a follow-up visit. The lesion was reported to not have remained patent since the procedure. The following was noted: re-occlusion 2 weeks after usage of pcb. An adverse event was reported as re-pta. Interventions were reported as conventional angioplasty and thrombectomy for the target lesion which were performed in (B) (6) of 2006.